Event description:
It was reported that the nc trek rx kinked and separated at the hypotube during advancement to the heavily calcified and moderately tortuous target lesion in the mid left anterior descending coronary artery. The point of separation was outside the anatomy and the distal portion of the device was easily removed. There were no adverse patient effects and no clinically significant delay in the procedure. Another nc trek was used to complete the procedure without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported failure to advance could not be replicated as it was based on case circumstances. The reported shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.